Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the atrial lead causing inappropriate mode switches. The patient presented in clinic and the lead had stable capture, sensing, and impedance measurements. Noise was reproducible by pushing hands together. Programming changes were made to resolve the issue. Patient was in stable condition.